Event description:
A report was rec'd via FDA's medical products reporting program that a female pt developed an infectious, central corneal ulcer in the right eye while using renu with moistureloc multi-purpose solution. In 2006, the pt was traveling for one-week and developed symptoms of eye irritation, red eyes and sensitivity to light. The pt discontinued contact lens wear, but did not seek treatment until her return home. Upon her return in 2005 at 2:00am, she was taken the hosp emergency room because her right eye was "covered by a gray film". The on-call ophthalmologist was consulted and prescribed ocuflox and gentamicin drops, every two hours. In the afternoon, the pt saw the ophthalmologist and she was diagnosed with an infectious, central corneal ulcer in the right eye. No cultures were performed to verify infection type. The ophthalmologist reported the pt was treated until approx three months later. Upon healing, the pt developed a central corneal scar with a permanent decrease in visual acuity in her right eye (va 20/80). In the following month, the pt was advised to undergo a corneal transplant. As of 2006, the pt had declined surgery and was wearing glasses. The ophthalmologist was uncertain whether the pt's event was related to a specific product.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.